Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported that the she received recurring no delivery alarms on the insulin pump and her blood glucose was 600 mg/dl. The customer stated she had ruled out the infusion set as the issue, as she had changed it three times. The customer reportedly picked up insulin pens. Troubleshooting was performed. The insulin pump did not alarm no delivery during a manual prime, after the customer disconnected and reconnected the tubing and reservoir. It was advised the insulin pump was working as designed. Nothing further was reported.